Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had an infected wound around the umbilicus from a prior unrelated surgery which led to the reported event. The patient was hospitalized for the peritonitis and was treated with unspecified antibiotic (dosage, route, and frequency not reported). While in the hospital, the patient had the pd catheter removed and they began hemodialysis. As a result, the pd therapy was discontinued. The patient was hospitalized for a month and ten days prior to being discharged. At the time of this report, the patient was reported to have recovered from the peritonitis. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 13f12h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number 13f12h25. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).